Event description:
It was reported that the patient¿s mother called and stated that her daughter¿s stimulator¿s batteries are not working and she is having chest pain in the area where the device is located. The mother stated that at the last appointment in (B)(6), the physician had stated that the generator had reached eos. The mother said that the generator appears to have migrated in the patient¿s chest. She has grown and gained weight since the generator was implanted. She said that her daughter was having pain at the generator site. The mother took the daughter to the emergency room for the pain she was experiencing.

Event description:
New information was received that the patient is referred for explant surgery since the device was bothersome in left chest and appears to be a continuation of past events. No known surgical intervention has occurred to date.